Event description:
It was reported that this patient had a broken lead. The patient's surgery was just expected to be a generator change, but the neurosurgeon had a doubt, therefore the generator was tested with a test resistor which resulted in good impedance. When the lead was connected, high impedance was observed. No known surgical intervention has occurred to date. No other relevant information has been received to date.